Event description:
A hospital reported, that three mr290 humidification chambers developed leaking from the botton seam. We have interpreted this as water was found leaking between the mr290 humidification chamber and the plate at the base of the humidification chamber. No patient harm was reported.

Manufacturer narrative:
Investigation is still pending.